Event description:
The physician was attempting to access the right radial artery. A luge wire was used to advance up into the radial artery. When the physician met with resistance in attempts to advance the wire, he pulled the wire down and was attempting to remove the luge wire through the cannulation needle when approx 2cm of the luge wire sheared off and was left in the pt's radial artery.